Event description:
As reported by the sales rep per the user facility: anesthesiologist reported that she received a needlestick injury to the second finger on her left hand when she picked up a dirty needle and "needle was not fully retracted, not engaged." Patient was (B)(6). The clinician was sent to employee health and referred to an infectious disease practitioner for treatment. Additional information provided by the facility indicated the anesthesiologist involved received initial protocol blood work testing the same day as the incident. The same day, she was also seen by an infectious disease control doctor and was given 2 prescriptions. She received follow-up blood testing two weeks later and will continue with another follow-up in 3 months and then in 6 months. To date, all test reports have been negative. The needle was discarded in the sharps container and will not be returned for evaluation. The lot number remains unknown. Additional information provided by the anesthesiologist who received the needlestick, indicated the incident occurred while tending to a severe trauma case. She inserted the IV and when picking up the needle after placing it in gauze, along with other disposable waste, she received a needlestick. It was at this time that she noted the clip was not covering the tip of the needle. She does not know if the clip of the needle covered the tip before laying the needle down.

Manufacturer narrative:
The actual device was discarded and was not made available to the manufacturer to be evaluated and a lot number was not provided. Without the actual sample and a lot number, a thorough evaluation could not be performed. It has been reported that the anesthesiologist set the needle down and during clean up, she received a needlestick in her finger. It is possible, that the needle clip was somehow manipulated and exposed during cleanup, resulting in a needlestick. However, since it has been reported, it is unknown if the clip covered the needle before setting it down, no specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.